Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in black screen. A field service engineer found drawers 5.1 and 5.2 were found to have faulty controller boards. The controller board and sideboard were replaced. Following replacement, the drawer was recovered and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced a black screen. The backlight was on, but the display remained completely black. The station status in remote support service was offline. There were no delay or adverse events or injuries reported based on this event.